Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 49mg/dl. Customer's current blood glucose was 89mg/dl and is going up and now it is 99mg/dl. Customer declined to perform troubleshoot for low blood glucose. Customer was advised to call back if issue persists. Insulin pump will not be return for analysis.